Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels of cobalt and chromium is considered to be under the scope of this recall. No further investigation is required. Not returned.

Event description:
Information received from legal: plaintiff was implanted with a rejuvenate modular hip stem on her right hip on (B)(6) 2010. Bloodwork revealed elevated levels of cobalt and chromium. Plaintiff has not yet been revised.